Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection did not find any damage to the battery cap or battery compartment, and the battery cap was able to attach securely to the pump. The pump powered on normally with no alarms and completed a 24 hour duration test with no power issues occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.